Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Cool flow pump; model #: m-5491-02; serial #: (B)(4). Lasso catheter; model #: d-1349-01-s; lot #: 17151249l. C3 ez steer cs with auto ID catheter; model #: d-1263-07-s; lot #: 17156975m.

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with a smart touch unidirectional catheter and a suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A transseptal puncture was performed with a st. Jude medical brk needle. Towards the end of the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a transthoracic echo. A pericardiocentesis was performed and approximately 900 ml of fluid were removed. The patient was in stable condition and sent to the ICU. The patient required extended hospitalization of one day in ICU. They were unsure of when the event occurred. There were no other factors that might have contributed to this event. There were no error messages observed on the biosense webster equipment during the procedure. The 8.5f slo st. Jude medical sheath was used. The flow setting was set at 17ml/min. The act was maintained at 300-350.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with a smart touch unidirectional catheter and a suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A transseptal puncture was performed with a st. Jude medical brk needle. Towards the end of the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a transthoracic echo. A pericardiocentesis was performed and approximately 900 ml of fluid were removed. The patient was in stable condition and sent to the ICU. The patient required extended hospitalization of one day in the ICU. They were unsure of when the event occurred. There were no other factors that might have contributed to this event. There were no error messages observed on the biosense webster equipment during the procedure. The 8.5f slo st. Jude medical sheath was used. The flow setting was set at 17ml/min. The act was maintained at 300-350. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.